Event description:
Clinical study. 179 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5 mm, 80% stenosed portion of the right posterior descending artery (r-pda). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50 x 12 mm during eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 179 days after the initial procedure the pt required a tvr and a johnson & johnson cypher stent was placed in the r-pda. The pt was discharged the next day.

Event description:
It was further reported that the target lesion was 3mm long. The target lesion was treated with direct stenting, reducing the stenosis to 0% following stent placement and post-dilatation. Per cardiac catheterization report the day of the initial procedure, the study stent overlapped a previously placed r-pda stent. 180 days after the initial procedure, the pt was admitted with complaints of recurrent angina. Right coronary angiography at that time, revealed 70-80% ostial stenosis of the plv branch and 50-60% in-stent restenosis of the proximal r-pda. There was also severe stenosis at the distal end of the most recently placed stent. Per cardiac catheterization report, the distal stenosis of the r-pda resolved with initial administration of intracoronary nitroglycerin. The plv branch was treated with balloon angioplasty and placement of a 2.5x8mm cypher stent, with "signficant improvement" following post-dilatation. The proximal r-pda was also treated with balloon angioplasty and placement of a 2.5x13mm cypher stent, with no residual stenosis following post-dilatation. The pt was discharged the next day on continued aspirin and plavix therapy. In the opinion of the physician the relationship to taxus is probable.